Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely after bumping against object. The customer was unable to monitor glucose and subsequently began to feel dizzy. The customer reported he was treated with orange juice and peanut butter by a friend. Paramedics were called, and a blood glucose result of 106 mg/dl was obtained. There was no report of death or permanent injury associated with this event.